Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump¿s black box history was reviewed and contained dates from (B)(4) 2013. No alarms related to the complaint were observed in black box, however, multiple reboots were observed on (B)(4) 2013. A leak test was performed and showed a leak at lower left corner of the display lens. The battery compartment was found to be intact with no cracks. There was no evidence of moisture contamination found inside battery compartment. A test pump was used to evaluate the returned battery cap. The battery cap was able to be fully tightened; a power loss was not observed. During evaluation, the battery cap contact height was found not to be within specifications. The pump case was removed and no evidence of moisture contamination was observed inside the pump. The issue of the pump rebooting was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The pump reportedly rebooted without user intervention. It was noted that the battery had recently been changed and the battery cap was not secured. The battery cap was able to be tightened securely but corrosion was visible inside the battery compartment. The reporter denied any damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.